Manufacturer narrative:
Updated fields: b4, d8, g3, g6, h2, h3, h6 ( type of investigation, investigation findings, investigation conclusion), h11 a getinge field service engineer (fse) evaluated the unit, but was unable to reproduce the reported malfunction. The fse checked machine and perform operation simulation with trainer, machine working as per normal for 30 minutes and no auto standby. The unit was okay. All functional checks were okay. The iabp was handed over to the customer in good, working condition.

Event description:
N/a

Manufacturer narrative:
Supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, cardiosave intra aortic balloon pump(iabp), the machine was initiating auto standby. There was no patient harm or injury reported.